Event description:
Same case as MFR# 2134265-2008-04351. It was reported that during a coronary artery drug eluting stenting treatment procedure, there was air embolus and asystole. An encore26 balloon inflation device was used. The lesion was located in a mildly tortuous segment of the circumflex (cx). A 2.0x15mm maverick2 balloon catheter was advanced to the lesion and inflated to 6 and 8 atms, reducing the stenosis to 10% with good flow. A non-bsc balloon catheter was advanced to a second area of stenosis and inflated at nominal pressures, leaving 50% residual stenosis. The previously used maverick2 balloon was then reinserted and during inflation "there was an apparent air embolism from the shaft of the balloon catheter and not from the balloon itself". As a result, air embolized into the cx and left anterior descending system leading to complete occlusion. The patient developed extreme chest pain and asystole requiring CPR. A wire was redirected in an attempt to restore flow. After about 1 minute of CPR, rhythm was restored. Another maverick2 balloon was situated and inflated. The patient then went on to have a CABG and her condition is "improving". The source of the air is unknown. Additional information has been requested, but not received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.